Manufacturer narrative:
Conclusion / root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. The mc board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was in use on a patient and there was no patient harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted the occurrence as reported. The fse replaced the blower and motor controller pcb board as a precaution to address the reported problem. Applicable final testing was completed per operating specifications.